Event description:
Customer's mother reported customer's insulin pump was acting strange. The piston never hits the reservoir. Air is hitting the reservoir. Customer had to change the reservoir and fill it all the way up for it to work. Customer's blood glucose was 134 mg/dl. Insulin is squirting out during the manual prime process. Insulin continues to drip after releasing the act button during the priming process. The motor slows down and the numbers ramp up on the screen. An infusion set change resolved the issue. The drive support appears normal. Customer was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)